Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported that while she was in drain 0 of 5 and drained 136 ml of 50 ml expected an air detected in cassette was encountered. Patient observed fluid leaking out of the patient connector, so she disconnected. Patient stated that she had no issues priming the line and did setup as normal. Treatment was cancelled and the patient was advised to contact the peritoneal dialysis nurse. A request was submitted for the alleged device. Additional information was solicited.

Manufacturer narrative:
The alleged event was not confirmed. The complaint sample was received by the manufacturing plant. A visual inspection was performed and no issues were found. The tubing sets were found acceptable. During functional test no leaks or issues were detected, the test was completed successfully. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."